Event description:
It was reported that the pump miscalculated boluses. Tandem technical support reviewed the pump logs and found the pump calculated correctly based on the customer's input of carbs into the bolus menu. The customer¿s blood glucose (bg) level was displayed as "low"; although a specific value was not provided. Customer consumed carbohydrates to address their bg level.